Event description:
Multiple concerns with post-op healing with use of 4-0 plain gut sutures noted by plastic and neuro surgery teams. Noted six patients with early post-op courses that were initially uncomplicated with routine healing of surgical sites followed by an acute change in site appearance with scabbing and inflammation. One patient at 8-9 weeks post-op, developed wide thick scabbing along interspersed areas of the incision line and new drainage from the site. This patient was taken back to the or for exploration, debridement, and washout of the incision. Intraoperatively, no full-thickness wounds or defects were found nor was there any expressible drainage or purulence from the underlying surgical site through the incision. Robust hypergranulation tissue was encountered at the sites of debrided scabbing that was chemically cauterized with silver nitrate.